Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed evidence of contamination under all of the key contacts. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: keypad symbol is worn at 'contrast' and 'ok' buttons. Keypad is intact to a base with no evidence of peeling. All keypad buttons are responsive. Removed keypad cover to check condition of the button contacts and evidence of contamination was found under all of key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.